Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a new insulin pump 8 months ago. Customer stated that she was hospitalized around 2/2 with a blood glucose level of 1300 mg/dl. Customer was admitted unconscious to the hospital by his wife. Customer had the flu and did not remember to put his pump back on. Customer was hospitalized due to his heart stopping and shutting his kidneys and heart. Customer was on a machine for 4 days. Customer was hospitalized for 3 weeks after being able to break on their own. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 2 days prior to the hospitalization. Customer had accidentally adjusted the max bolus so the pump was suggesting 10 units. Customer suspended the pump and then verified what was delivered. Customer decided to program a manual bolus with the rest of the delivery.